Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Blood glucose value was 1013 mg/dl. They thought the customer had a flu because he was vomiting. Mother called back on (B)(6) 2015 and stated that the customer experienced nausea, constant vomiting headache, dehydration and kidneys started to bother him. Blood glucose at the time of call was 94 mg/dl. No issues found during troubleshooting. Mother stated that the cannula was bent and the insulin pump did not alarm no delivery. They did not have a tubing clamp to perform the high pressure test. It was advised to change the complete infusion set and reservoir and call back when receiving it to complete test.